Event description:
It was reported that there were several aborted episodes observed. Review of the egms noted noise on the leads. The amplitude of the noise was greater than/equal to the amplitude of the true cardiac event. Because the device can not be programmed to avoid the noise the leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.